Event description:
Boston scientific received information that this right atrial lead displayed inappropriate capture and sensing. The lead was explanted and replaced. The lead has been returned for analysis. There were no adverse pt effects reported. The date of explant was not provided.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the electrical and mechanical analysis proved to be within specification. The cuttings of the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.